Event description:
It was reported that after the port was implanted and after the skin was punctured, the guidewire could not enter the blood vessel. The guidewire was removed from the sheath and it was found that the guidewire could not be completely passed through the sheath as it was kinked. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire, reportedly from a powerport MRI isp kit, was returned for evaluation. A bend was noted approximately 9cm from the distal tip of the guidewire though all coils of the guidewire appeared to be in alignment. Based on this finding, the investigation is confirmed for the reported guidewire bend. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2019).

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was implanted and after the skin was punctured the guidewire could not enter the blood vessel. The guidewire was removed from the sheath and it was found that the guidewire could not be completely passed through the sheath as it was kinked. A new device was used to complete the procedure. There was no reported patient injury.